Event description:
Baxter product surveillance received notification of an event from the international affiliate in 2007. Per baxter the white rotator of the transfer set departs from the blue holder during use (per pictiure, broken occluder feet). No patient injury / medical intervention associated with this incident.

Manufacturer narrative:
.